Event description:
It was reported that the surgeon inserted an icm120v4 implantable collamer lens in the patient's right eye on (B)(6) 2011. The lens was exchanged for a longer one on (B)(6) 2011 due to low vault. This resolved the problem. This lens was discarded and will not be returned. See MFR #2023826-2011-00868 for the patient's other eye.

Manufacturer narrative:
Surgical procedure, secondary. Explanted. Vaulting,excessive. (B)(4).